Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion, prime, excessive no delivery test due to motor error alarm. No grinding noise anomaly was noted. The motor was tested outside the device and passed motor test. The insulin pump had minor scratched display window, cracked case at the display window corners, broken reservoir tube lip and cracked reservoir tube window thru reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. The customer was able to clear the alarm for a few hours then it would reoccur. He attempted to prime the device and it makes it grinding noise. Customer's blood glucose was unknown. The customer stated the drive support cap was reported as normal by the customer. Customer stated they were able to complete the rewind process. The device had alarmed motor error three times and no motor position encoder error alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.